Event description:
Customer alleged controller will not store any error or faults. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model m51p, (B)(4) is approximately 9 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the hand held programmer was shutting down, would not indicate any faults. The dealer reprogrammed the controller, took the chair for a ride and the controller still responded that there were no faults. A replacement controller has been ordered. The damaged product is to be returned to invacare for an inspection and evaluation. No injury.